Event description:
It was reported by service report that the fowler rises automatically, won't stay down. It is reported that there was pt involvement, however, there are no adverse consequences to report.